Event description:
It was reported that the device was explanted and replaced due to physician clinical judgment because the device was on a company advisory letter. Subsequently, it was alleged by a lawyer that the lawyer was representing the patient for "injuries received... For the implantation of a defective pacemaker." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis cannot be completed at this time due to pending litigation. Concomitant product: 4396, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.